Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a faulty cable. As the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. This issue is addressed in the instructions for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Reference page 11 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that there was no image while using the camera head. The issue occurred during reprocessing and there was no patient involvement associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.